Event description:
It was reported there was a system error. It was attempted to use the service disk without success. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the error was found in the error log. It was also noted that the upper case was broken into the keyboard compartment and the emergency button would not work. (B)(4): analysis found that the cable had exposed wire due to the insulation being ruptured.

Event description:
It was reported there was a system error. It was attempted to use the service disk without success. The programmer was returned for service. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.